Event description:
Ous MDR - it was reported that during the implant (a scheduled device change) there were difficulties with connecting the leads because of air pressure in the connector. Apparently after the implant the shock impedance measurements were out of range (greater than 150 ohms). Biotronik has no information about further remedial actions as well as no details about the associated ventricular lead. An event date was not provided.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices, as well as on the returned ICD data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test of the ICD proved the device functions to be as specified. The returned homemonitoring quick view data from (B)(6) 2018 have been analyzed, confirming the clinical observation. However, based on the information available for analysis, the root cause was not determinable. There was no indication of a material or manufacturing problem of these devices.